Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The issue did not cause the blood glucose level to exceed 500 mg/dl, with the level remaining within a normal range. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction code recurs and acknowledged the instructions.